Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection. The patient was formally admitted to hospital for diarrhea symptoms and an infection. The pd registered nurse (pdrn) does not believe that the hospitalization was related to fresenius product usage or pd therapy. Additional details were obtained through follow-up with the patient¿s pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to the drain complications. It was determined that the patient¿s pd catheter was blocked by a fibrin plug and it was subsequently flushed. The patient was admitted to the hospital due to ongoing diarrhea for two weeks. The patient was diagnosed with peritonitis. Pd cultures were obtained. The pd cultures resulted positive for corynebacterium (species not provided). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2025. The patient has recovered from the peritonitis. The patient¿s diarrhea occurred because of restarting the prescription mounjaro (gip glp-1 receptor agonist). The cause of the peritonitis has not been confirmed. The pdrn reported that the patient follows proper aseptic technique during therapy including handwashing and masking. The patient¿s physician suspects the bacterium may be colonizing in the patient¿s pd catheter. The patient continues to complete pd therapy during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis preceded by diarrhea. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not determined, corynebacterium belongs to the physiological flora of human skin and mucous membranes thus suggesting a breach in aseptic technique at some point during the patient¿s treatment. The physician suspects the bacteria to be colonizing in the pd catheter. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s diarrhea was caused by restarting the medication mounjaro which lists diarrhea as a side effect. Corynebacterium is not a gut bacteria which most likely rules out the diarrhea as the cause of the peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection. The patient was formally admitted to hospital for diarrhea symptoms and an infection. The pd registered nurse (pdrn) does not believe that the hospitalization was related to fresenius product usage or pd therapy. Additional details were obtained through follow-up with the patient¿s pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to the drain complications. It was determined that the patient¿s pd catheter was blocked by a fibrin plug and it was subsequently flushed. The patient was admitted to the hospital due to ongoing diarrhea for two weeks. The patient was diagnosed with peritonitis. Pd cultures were obtained. The pd cultures resulted positive for corynebacterium (species not provided). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2025. The patient has recovered from the peritonitis. The patient¿s diarrhea occurred because of restarting the prescription mounjaro (gip glp-1 receptor agonist). The cause of the peritonitis has not been confirmed. The pdrn reported that the patient follows proper aseptic technique during therapy including handwashing and masking. The patient¿s physician suspects the bacterium may be colonizing in the patient¿s pd catheter. The patient continues to complete pd therapy during recovery.